Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit displayed device error. It is unknown under which circumstances the events occurred or if there was any patient involvement.

Event description:
Additional information received indicating the cardiosave is not defective. The customer reported an hater-cooler unit 40 with serial number 90441669 as being defective. Based on the information received the complaint for cardiosave will be closed.

Manufacturer narrative:
Additional information received indicating the cardiosave is not defective. The customer reported an heater-cooler unit 40 with serial number (B)(4) as being defective. Based on the information received the complaint for cardiosave will be closed. Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections to blank: b3, b5, b, 6, b7, entire d section, entire e section.